Event description:
It was reported that during a procedure for an ectopic pregnancy, the device was fired on tissue and would not release. It could not be determined if staples had fired. A second device was fired parallel to the first one and it fired correctly. There was no patient consequence.